Manufacturer narrative:
The account confirmed they repaired the malfunction, but they were unable to identify what action was taken to resolve the alleged issue. Based on this information, no further action is required.

Event description:
Baxter received a report from a baxter technician stating the code blue didn't alert on secondary location. There was no patient/user injury reported.